Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the flow sensor readings for the sorin s5 system were below the limit during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow sensor readings for the sorin s5 system were below the limit during set-up. There was no patient involvement.